Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was failure to pace. Of note, the patient is deceased and expired due to an unrelated cause. There were no patient complications associated with the product malfunction allegation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.